Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user installed a new dexcom g7 continuous glucose monitor (cgm) sensor and received persistent ¿connect cgm¿ messaging on the ilet despite the dexcom app showing connection; review of the logs identified that an incorrect g7 pairing code was initially entered; the user was able to start the sensor with the correct code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found and a usage problem was identified, characterized as an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.